Event description:
Boston scientific received information that, during an implant procedure, this implantable cardioverter defibrillator (ICD) displayed a wide range of shock impedance measurements when using the non-invasive shock impedance measurement. Values less than 25 ohms to greater than 125 ohms were seen. After performing a 0.1 joule therapeutic shock, a value of 44 ohms was obtained. After performing the shock, the non-invasive shock impedance measurement was stable at approximately 40 ohms. No adverse patient effects were reported. The ICD was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.